Event description:
It was reported that a catheter issue occurred. An opticross peripheral imaging catheter was advanced for ultrasound examination of the moderately tortuous target lesion. During the procedure, under fluoroscopy the physician noticed that the catheter did not follow the guide and was stuck on the vessel wall. The catheter was removed from the patient and the procedure was completed using another similar device. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. An opticross peripheral imaging catheter was advanced for ultrasound examination of the moderately tortuous target lesion. During the procedure, under fluoroscopy the physician noticed that the catheter did not follow the guide and was stuck on the vessel wall. The catheter was removed from the patient and the procedure was completed using another similar device. There were no patient complications.

Manufacturer narrative:
The returned product consisted of the opticross imaging catheter. Visual inspection of the device revealed that the imaging window was kinked. Microscopic analysis revealed the guidewire exit port and tip were damaged. Impedance testing of the device showed no indication of resistance. A damaged exit port and tip occurs due to friction between the edges of the exit port, tip and the guidewire, this friction could be encountered during the advancement of the device, since the anatomy characteristics and the maneuvers by user could lead to an excessive friction that deforms the material. A kink in the imaging window can occur in the procedure during advancement maneuvers inside the vessel and into the interest area, in this process, the friction between the catheter and the lesion creates a force that opposes the movement of the catheter, if the pushing force from the user and this opposing force caused by the friction, are not parallel to each other, the imaging window could bend and consequently collapse into a kink. All compiled information on this investigation determines that the most probable cause is adverse event related to procedure.